Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on 24.08, i.e. About 20 hours after insertion, flow at the piccline puncture site with a mixture of perfusion fluid and blood. Discharge observed in the morning and again in the evening. On removal of the device, i.e. On the evening of 24.08, significant haemorrhage requiring the application of a pressure dressing on the arm. On 25.08 removal of pressure dressing, indurated area under the skin opposite piccline insertion point.

Event description:
It was reported that on 24.08, i.e. About 20 hours after insertion, flow at the piccline puncture site with a mixture of perfusion fluid and blood. Discharge observed in the morning and again in the evening. On removal of the device, i.e. On the evening of 24.08, significant haemorrhage requiring the application of a pressure dressing on the arm. On 25.08 removal of pressure dressing, indurated area under the skin opposite piccline insertion point.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the catheter. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no observable leaks throughout the catheter shaft, and the catheter was observed to be patent to infusion. An attempt to aspirate water through the catheter using a 12 ml syringe revealed the catheter was able to aspirate. The catheter was subsequently charged with water and suspended with the solo valve facing downward. During this functional test, it was observed that water did not leak through the solo valve. A microscopic observation of the returned catheter revealed no observable damage throughout the returned catheter. Because no leaks were found during inspection of the returned catheter, the complaint of a leaking catheter is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.